Event description:
It was reported that after pre-dilating the lesion with a 1.5x12 mini trek balloon dilatation catheter (bdc) and a 2.0x12 mini trek bdc inflated to 8 atmospheres (atm), a 3.0x33 rx xience prime ll stent delivery system (sds) was advanced without resistance and deployed without difficulty at 10 atm in the moderately calcified, 80% stenosed lesion in the diffusely diseased moderately tortuous proximal left anterior descending coronary artery. After withdrawing the 3.0x33 rx xience prime ll sds from the deployed stent without difficulty, angiography revealed a distal edge dissection. The dissection was successfully treated via deployment of a 2.75x12 xience v stent, resulting in timi flow iii and no residual stenosis. The stent was angiographically confirmed to be fully apposed to the vessel wall. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.